Manufacturer narrative:
Concomitant medical products: 693558 lead; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogramed. However, the stimulation was noted to persist slightly. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.